Event description:
As reported by the study five days post index procedure, the patient had a lateral non q-wave myocardial infarction. Ck and ck-mb cardiac enzymes were greater than or equal to five times above the upper normal limits. Troponin was not checked. There was evidence of stent thrombosis confirmed by angiography which required repeat percutaneous coronary intervention (pci). Angiography revealed sub-acute thrombosis of the proximal circumflex and 100% stenosis. Timi flow was 0. There was no peri-stent restenosis pattern. At the time of angiography, aspirin, clopidogrel were ongoing with cessation. However, a distal dissection distal to the stent was noted. It was believed that the thrombosis caused the myocardial infarction. It was treated with a 2.5x14mm bare metal micro driver stent. This was classified as unrelated to the devices and highly probably related to the procedure.

Manufacturer narrative:
This patient presented to cardiac cath in 2007 with a previous q-wave myocardial infarction at an unidentified time and 2-vessel disease was found. Two lesions were treated during the index procedure but a staged procedure was planned due to time or logistics. Pre-procedure cardiac enzymes were not documented. Pci was performed on a 99% de novo lesion in the mid to proximal right coronary artery of 48 mm in length in a 2.5mm vessel diameter. The (type c) eccentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.5x20mm balloon at 12 atm before two overlapping stents were deployed. A 2.5x23 atm cypher select plus stent was deployed at 18 atm with satisfactory results. Post-dilatation was not done. Then a 3.0x28mm cypher select plus stent was deployed at 14 atm with suboptimal results because the stent was not fully expanded. Post-dilatation was done with a 2.75x12mm balloon at 20 atm intravascular ultrasound (ivus) was not used. There were no procedural complications. Timi ii flow was recorded pre-procedure but timi iii flow was recorded post-procedure. The residual diameter stenosis measured 0%. Pci was performed next on an 80% de novo lesion in the proximal circumflex of 30mm in length in a 2.8mm vessel diameter. The (type c) eccentric lesion was characterized with a smooth contour, heavy calcification and thrombus absent. The lesion was pre-dilated with a 2.5x20mm balloon at 14 atm before a 2.75x33mm cypher select plus stent was deployed at 14 atm with suboptimal result. Post-dilation was done with a 2.75x15mm balloon at 24 atm because the stent was not fully expanded. Ivus was not used. Timi iii flow was recorded pre and post-procedure, respectively. The residual diameter stenosis measured 0%. There were no procedural complications. Post-procedure ck-mb at the 6-24 hour check was within normal limits. The patient was not discharged for unspecified reasons. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of three products being reported for the same event. Please reference manufacturing report #: 9616099-2007-02569, 9616099-2007-02570, and 9616099-2007-02571. Any additional information will be submitted within 30 days of receipt.